Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with premilene suture. The customer informs that the thread break easily when handled.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) of this code-batch. There are 28 units in stock. We have not received any sample from the customer for analysis. We have received 4 closed samples from stock for analysis. We have tested the knot pull tensile strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 4.80 kgf in average and 4.64 kgf in minimum (ep requirements: 2.75 kgf in average and 1.53 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.